Event description:
A customer reported that at a post operative visit, the patient was noted to have inflammation that is believed to be in conjunction with the use of the knife during surgery. Add¿l info has been requested.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Because a sample was not returned and no lot number was provided, the root cause for the inflammation experienced by the customer cannot be determined. (B)(4).